Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon was reproduced, and it was found that an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided stating that the event involved a therapeutic procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the testing, the device relayed an image but the image would disappear when the camera cable was moved. The reported issue was confirmed. Examination of the returned device showed cuts in the camera cable which led to the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the hd autoclavable camera head was connected to the olympus system but no image displayed on screen. The patient procedure was completed using a similar device. No adverse effects to patient reported.